Event description:
It was reported on (B)(6) 2022 during a selenia dimensions procedure that the c-arm was jerking while doing tomo sweeps. A field engineer examined the equipment found 4 broken screws from the vta assembly and 2 were loose. The vta assembly was replaced. Calibration performed and the system is working per manufacturer´s specifications. No injury to the patient or staff reported.